Event description:
The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. The patient alleges the filters are black. The patient alleges headaches, shortness of breathe and dry mouth. There was no report of serious patient harm or injury. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
In the previously submitted report, section b2 was selected incorrectly which has been corrected in this report.

Manufacturer narrative:
The manufacturer was previously contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. The patient alleged the filters are black. The patient also alleged headaches, shortness of breathe and dry mouth. There was no report of serious patient harm or injury. The device was returned to the manufacturer's product investigation laboratory for investigation. An internal visual inspection was completed by the manufacturer. The manufacturer found indeterminate red contaminant on top of top enclosure, white powder on wires connecting power to pca, on top/in of blower box, on/in blower, and at air inlet, black hair-like object inside bottom enclosure, corrosion of brass nut in blower, black residue consistent with findings of keratin at blower outlet and on blower outlet sea. The device's downloaded event log was reviewed by the manufacturer and found no error logged. The device was hooked up to power supply, airflow was verified and the device operated properly. The manufacturer concludes no evidence of sound abatement foam degradation. The manufacturer confirms the presence of white powder around the filter slot/air inlet and within the airpath, which is likely of external original and not consistent with originating from a device failure.